Manufacturer narrative:
The reported event was confirmed by the service technician. During the device evaluation the battery contact spring was found to be deformed. Handling of the device has most likely caused the reported event.

Event description:
It was reported that plastic rings were found to be broken off the awl at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that plastic rings were found to be broken off the awl at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.